Manufacturer narrative:
Concomitant medical products: product ID: 8781 lot/serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8781, lot/serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 21-sep-2017, UDI#: (B)(4). Product ID: 8781, serial/lot #: (B)(4), ubd: 16-feb-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving dilaudid 4 mg at 2.3895 mg/day, bupivacaine 30 mg at 17.92124 mg/day, clonidine 500 mcg at 298.68741 mcg/day, and compounded baclofen 400 mcg at 238.94993 mcg/day via an implantable pump. It was reported on (B)(6) 2021 during a scheduled pump replacement for normal battery depletion, it was observed that the connector piece had become frayed. It was noted the connector piece was explanted/replaced on (B)(6) 2021 along with the pump. The outcome of the event resolved without sequelae on (B)(6) 2021. The device diagnosis was other frayed connector. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related.